Manufacturer narrative:
.

Event description:
It was further reported, while using the second surgical fiber, the fiber broke in the bladder, 1 cm from the fiber tip.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken at proximal side of fiber/glass cap fusion zone at the uv glue zone; the glass cap and the metal cap are detached and not returned; there are no signs of melting of the outer flow tubing at the fracture location. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 106,000 joules while using the surgical fiber during a prostate procedure, the laser system reverted to standby mode. Time expended: 10 minutes. The fiber was replaced and the procedure continued using a second surgical fiber. At 97,000 joules while using the second surgical fiber, the fiber broke 1 cm from the fiber tip. Time expended: 10 minutes. The case was completed using an alternate procedure (turp). There was no patient injury reported.